Event description:
Reportedly, the subject device was delivered to the hospital's biomed dept with an anonymous note that said "pt was receiving infusion and clinician noticed delivering too much before any incident." No pt injury was reported.

Manufacturer narrative:
The pump was tested, found to be operated within spec.